Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s current blood glucose value is 349 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Device passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert, unexpected battery out limit alarm and bad battery alarm noted. Device received with cracked reservoir tube lip and minor scratches on display window noted.